Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and show no abnormalities related to the reported failure. Failure analysis: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having some up and down movement when unlocked and when unit is not under pressure. However, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. Root cause analysis: the reported complaint was confirmed. Based on evaluation, the root cause is most likely improper positioning of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that slippage occurred on the mayfield composite series skull clamp (a3059) during patient use. No patient injury or surgical delay has been reported.